Event description:
It as reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence. The physician decided that the best option for the patient was to down size the cuff. The 4.5cm aus cuff was explanted and replaced with a new 4.0cm aus cuff. The patient fully recovered following the procedure.